Event description:
New information notes that the device continued to exhibit post-paced t-wave oversensing. The patient was asymptomatic. Additional programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented to clinic for follow-up, post paced t-wave oversensing was observed. Programming changes were made.